Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. A correlation between the evaluation findings of the returned device and the report of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a (B)(6) 2018 nurse visit, the driveline site was cultured and on (B)(6) 2018 it was determined to be (B)(6) for a (B)(6). On (B)(6) 2018, the patient was discharged home with antibiotics. No additional information was provided.